Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely bending section cover glue was damaged by physical stress on the distal end. However, the root cause of the failure could not be specified. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use: warnings and cautions" olympus will continue to monitor field performance for this device.

Event description:
The customer reported the plastic sheathing tip of the evis exera iii bronchovideoscope came off during a bronchoscopy with flush and specimen collection procedure. No error messages were displayed. The customer had to go in with a forceps and take a piece of plastic out of the patient. The procedure was around 15 minutes and was extended 10 minutes longer due to retrieving the piece as the forceps was not in the room. The patient was given 2 more mg of versed during the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the bending section was torn on the charged coupled device (ccd) shrink tube, the insertion tube had a deep cut and the bending section cover adhesive was peeled at the distal end. This event is under investigation. A supplemental report will be submitted upon receiving additional information.